Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of solent omni thrombectomy with no other devices. The pump, shaft, and tip were microscopically and visually examined there were numerous kinks throughout the supply line. Functional testing was performed by placing the device in the console. Functional testing also showed a leak at the male connector with female luer. It was also observed the fluid was leaking from the boot. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported there was an error during thrombectomy. An angiojet® solent¿ omni was selected for a thrombectomy procedure. The device was primed and they started thrombectomy. During the procedure, the device was inserted into the patient, thrombectomy was initiated and after a few seconds there was a "check saline supply" error. The error could not be cleared and the procedure could not be completed with this device. The catheter was exchanged for another of the same device and the procedure was completed. There were no patient complications reported and the patient's condition was reported as fine.